Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc considered that the reported phenomenon was attributed to the failure of the cable unit due to the excessive bending, pulling, twisting, crushing, etc. Being applied to the camera cable by the user. Olympus stated the appropriate handling of ch-s190-xz-e and the counter measures against abnormalities in the instruction manual of ch-s190-xz-e.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery it was found that there was the poor contact on the cable. The user replaced the subject device to another device and completed the procedure. During the incoming inspection for repair at olympus (B)(4), it was found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.